Event description:
It was reported that the patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence and was unable to activate the pump. A computed tomography (CT) scan was performed, during which air was reportedly observed in the pump while in the deactivated state. However, during a subsequent surgical procedure, no air was found, and the system was confirmed to be functioning properly. The cuff and pump were replaced, and no additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100675053. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100781677. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4).